Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, it was observed, the error e849 was caused by the customer not holding the lamp button longer than 1 sec, the e850 error was caused by the customer not holding the white balance button in more than 1 sec. It was noted that this action also caused the error e853, white balance incomplete error to come up. It was also noted, it was not possible to find the maximum lamp hour value and user accessible path to determine the lamp hour used. It was also noted that the customer was advised that the rate led lamp life is 10000 hours. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during inspection, the visera elite ii video system center had low lighting issue and exhibited errors e849 "lamp error", e850 "white balance failed," and e851 "release time (hd) setting error". There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer did not press the white balance button or the lamp button for more than 1 second, and this resulted in the acquisition of the incomplete white balance data. This is likely why the e849, e850 and e853 errors were displayed. It is likely that the brightness problem occurred due to a scope. However, a definitive root cause could not be determined at this time. Correction: the manufacturer has determined there is no potential for this issue of the error e851 (release time (hd) setting error) to cause or contribute to an adverse event.